Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope had multiple cuts on the pink probe, peeling cement, and missing ke45 (thixotropic adhesive) at the forceps. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the reportable events were caused by a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.